Event description:
It was reported that occlusion occurred. A transcatheter aortic valve replacement (tavr) procedure was performed using a 14f isleeve introducer sheath for right sided femoral access. The tavr procedure concluded with successful implant of an acurate neo2 valve. Post-tavr procedure the patient experienced right foot pain with decreased blood flow to the right toe. Duplex sonography of the pelvic-leg vessels was performed. Sonography revealed proper perfusion through the femoral artery. The proximal arteria femoralis superficialis (afs) with good biphasic flow profile was detectable. The distant afs had more powerful outgoing collaterals in the distal third however no flow signal over the popliteal artery and the lower leg. It was concluded that there was functional occlusion of the right distal afs and popliteal artery in the adductor canal with partial thrombosis of unspecified veins on the left. Percutaneous transfemoral angiography and rotatious thrombectomy compressions were performed on both sides in response to these events. The site reported that the 14f isleeve was not suspected to have contributed to the functional occlusion of the right distal afs and popliteal artery. In response to the thrombosis, the patient was prescribed oral anticoagulation and three (3) months of compression stockings. The patient is reported as recovered from the occlusion and still recovering from the partial thrombosis.